Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, he was changing the insulin and when he attempted to rewind the insulin pump, it wouldn't respond. Customer's blood glucose was 154 mg/dl. Customer stated the device had previously alarmed motor error but was able to continue use of the device. Troubleshooting was performed and it was found the device had been previously exposed to water but it continued to function. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to confirm unexpected battery out limit and low battery alert due to motor error alarm. The insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted.